Manufacturer narrative:
The investigation for the limb ischemia and thrombus has been completed. The investigation for the reported limb ischemia and thrombus has been completed. Neither the device nor sufficient clinical information was returned for evaluation. The root cause of limb ischemia and thrombus could not be determined as the device was not returned nor sufficient clinical details. Added- h6 component code 925.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: section: potential adverse events (united states): acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation.¿

Event description:
The user facility reported a 60-year-old male non-st elevated myocardial infarction was implanted with an impella cp device for mechanical circulatory support. It was reported that the patient had limb ischemia. The decision was made to leave the placement sheath in place and place an antegrade and attach the sheath to the pigtail from placement sheath to serve as distal perfusion cannulation (dpc). Poor perfusion was observed and the dpc was clotted. The patient was not on anticoagulation. The impella cp was removed. There were still non-palpable pulses to the affected limb after explant. The staff continued to monitor, and patient was reported as stable